Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the sensor versus blood glucose readings had discrepancy and it will go to threshold suspend and her blood glucose was like 300's plus mg/dl or almost 400's mg/dl. Customer also mentioned that her blood glucose was at 90 mg/dl or 100 mg/dl and will get calibration error. The customer was educated regarding the issues with the sensor and stated that she will call back to do troubleshooting when issues arise. No further information provided.